Event description:
It was reported that, following implant, the pump was started at a dose of 1.2mg/day. On the morning of report, the patient was very lethargic and it was stated that the lethargy was a symptom of an overdose. The patient was admitted after surgery and was transferred to the intensive care unit where the pump was set to minimum rate. At the time of report, there was no patient injury. The device system was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).